Event description:
Pt discharged in 2003 after having stents placed to lad and circumflex the previous day. Presented with chest pain radiating into neck the next day. Taken to cath lab and lad occluded proximal to the stent. A 3.5 x 8 cypher stent placed in proximal lad.